Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 19jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to perform touch screen calibration. Provided service manual revision j. The customer performed touch screen calibration and verified oxygen is selectable. The unit was returned to ventilation mode and oxygen button is responsive. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touch screen calibration. The oxygen soft key is in-operable; cannot select oxygen. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.